Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation"), pelvic pain ("pelvic pain /severe pain"), genital haemorrhage ("heavy abnormal bleeding / abnorrnal bleeding") and menorrhagia ("abnormal bleeding menorrhagia") in an adult female patient who had essure (batch no. 748471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic attacks and kidney stone. On (B)(6)2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal,"), dysmenorrhoea ("dysmenorrhea (cramping),"), kidney infection ("infection (bladder/ urinary tract/vaginal) type: kidney infections") and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), depression ("depression"), anxiety ("anxiety") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (ablation,, hysterectomy, salpingectomy (bilateral removal of fallopian tubes), and undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, menorrhagia, abdominal pain lower, depression, anxiety, vaginal haemorrhage, dysmenorrhoea, kidney infection and urinary tract infection outcome was unknown and the pelvic pain, abdominal pain, vulvovaginal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, kidney infection, menorrhagia, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details ((B)(6)2010) . An essure was first placed in the right fallopian tube with 2 coils visible following placement. A second essure was then placed into the left fallopian tube, also with 2 coils visible following placement. Removal details ((B)(6)2016). Laparoscopic findings include normalappearing uterus. Fallopian tubes and ovaries. No lesions were noted in the pelvis. Patient need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. The essure device is in good position with documentation of tubal occlusion. Pathology test - on (B)(6)2016: uterus, bilateral tubes, excision: benign squamous cervical mucosa with squamous metaplasia. Endometrium with scant benign epithelium. Myometrium with ablation-type changes. Serosa and bilateral fallopian tubes without diagnostic abnormality. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records depression, pelvic pain, urinary tract infection, menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. Event perforation was recoded to meddra llt uterine perforation and fallopian tube perforation. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), pelvic pain ("pelvic pain /severe pain"), genital haemorrhage ("heavy abnormal bleeding / abnorrnal bleeding") and menorrhagia ("abnormal bleeding menorrhagia") in an adult female patient who had essure (batch no. 748471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic attacks and kidney stone. On (B)(4)2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), kidney infection ("infection (bladder/ urinary tract/vaginal) type: kidney infections") and back pain ("back pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), depression ("depression"), anxiety ("anxiety") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (ablation,, hysterectomy, salpingectomy (bilateral removal of fallopian tubes), and undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(4)2016. At the time of the report, the perforation, genital haemorrhage, abdominal pain lower, depression, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, kidney infection and urinary tract infection outcome was unknown and the pelvic pain, abdominal pain, vulvovaginal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, kidney infection, menorrhagia, pelvic pain, perforation, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4)2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(4)2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping),kidney infections, uti, back pain were added.outcome of events pelvic pain, back pain, vaginal pain and abdominal pain from unknown to recovered/resolved were updated.lot number was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), pelvic pain ("pelvic pain /severe pain") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (had surgery to remove the essure implant) and surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, pelvic pain, perforation and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on 26-oct-2017: events "perforation, depression and anxiety", reporter lawyer added from summon. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.